Event description:
Related manufacturer reference 3005334138-2015-00018, 3005188751-2015-00021, 3005188751-2015-00022. Following a pulmonary vein isolation (pvi) procedure, a cerebrovascular accident (cva) occurred. The day following an uneventful pvi procedure, the patient exhibited vision symptoms. A CT scan revealed a cva. There were no performance issues with any sjm device used.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible as the model and lot numbers of the device were unavailable. Based on the information received, the cause of the reported cva could not be conclusively determined.